Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had experienced low blood glucose insulin pump had keypad anomaly. The customer¿s blood glucose level was 42 mg/dl, 200 mgd/l and 120 mg/dl. The customer treated with peanut butter, glucose tablets and jelly sandwich. The customer reported that the b button will stuck down. The customer declined troubleshooting for low blood glucose. The customer was advised to discontinue use of the pump and revert to backup plan per health care professional instructions. The customer was advised the pump will need to be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with no button response due to unlocked lcd keypad connector. Unable to verify excessive no delivery alarm and perform displacement, self test, rewind, basic occlusion test, occlusion test, prime test, rewind test and excessive no delivery test due to buttons not responding.